Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assembly.

Event description:
It was reported that the customer dropped the insulin pump in the water and the device was not functioning. No further info was provided.